Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv). A service history review revealed no previous service events that were related to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. Based on the information gathered during baxter's investigation, this complaint for an increased intra-peritoneal volume (iipv) was confirmed and the cause of the report was determined to be one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Event description:
A patient contacted global technical service (gts) regarding feeling that the home choice (hc) had overfilled them, which occurred on the hc after use. The patient stated that they finished therapy that morning and called the registered nurse (rn) because they felt overfilled. The rn had him do a manual drain and the total manual drain volume equaled 6650ml after only doing a last fill of 2499ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The patient stated that they didn't have a last fill on the previous sunday morning because the nurse allowed him to go dry during the day. As a result, when he got on the hc that night he got a low drain volume alarm in initial drain and just bypassed it. The hp stated again that he was empty. The technical service representative (tsr) reviewed the therapy log and the patient did have an ultrafiltration (uf) of -1281ml for the entire therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated she was aware of the events and that the patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.